Manufacturer narrative:
Batch review performed on november 13, 2018; lot 1850157: (B)(4) items manufactured and released on 24 june 2018; no anomalies found related to the issue. To date, 1 similar event on the same lot has been registered. Visual inspection performed october the 30th, 2018. Pictures received with the complaint have been also considered 2 out of the four retaining pins (interface to the implant - pedicle screw head) are missing, due to failure of the welding. The cause of pin breakage can be excessive stress related to excessive reduction force applied and/or other forces (e.g. Lateral bending), or existing damage/deformation of the pin from a previous surgery. The instrument set includes backup instruments.

Event description:
Plif surgery was performed at l4-s1. When the surgeon tried to insert the set screw with the two-step reducer enhanced at the left side of l4, the surgeon was not able to insert. After many attempts, the surgeon disengaged the instrument and discovered the 2 pins were missing. All the pieces were retrieved. Due to this event, the surgery was prolonged for about 15 minutes.